Event description:
It was reported that during an implant attempt, the helix was unable to be advanced on the fourth attempt. Noise was also observed on the lead. The lead was extracted and a new lead was used. There were no patient complications that were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed with no anomalies found.